Event description:
It was later reported the revision was for a sudden onset of a change in stimulation. It was stated the patient felt shocked by the stimulation and the system ¿stopped functioning.¿ it was stated the lead and implantable neurostimulator (ins) were replaced. It noted the patient was good and the new stimulation was working great in a follow up appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a revision surgery on (B)(6) 2008. It was not stated what the revision was for. It was noted the patient was replaced on (B)(6) 2008 and did not have any information prior to this date. Patient outcome was not provided. Refer to manufacturer report # (B)(4) for other battery replacement.

Manufacturer narrative:
(B)(4)